Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 28aug2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue in the device logs. The fse replaced the central processing unit to address the finding and performed maintenance on the unit. The cpu was return and an investigation was performed isolated to the (ls1) component. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the device logged error code 1104 (backup alarm failed). There was no patient involvement.